Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose level was 489 mg/dl. Customer stated that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 489 mg/dl and the sensor glucose was 116 mg/dl. Insulin delivery was suspended due to sensor glucose values. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.